Event description:
Irregular periods some light periods other heavy bleeding accompanied by blood clots. My menstrual cycle have been longer or shorter, some skipped periods. Hot flashes with trouble sleeping insomnia along with headaches and fatigue. Emotional changes: mood swings, aggressiveness, depressed, or anxiety. Feeling that my heart is beating too fast or unevenly palpitations. Problems with remembering or thinking clearly, difficulty concentrating. Vaginal dryness and discomfort during sex. Urine leakage when coughing or sneezing and urinary urgency.